Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: ddbc3d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had a cardiac perforation. The right ventricular (rv) lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.